Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon insertion of an intra-aortic balloon (iab) catheter the iab became unfurled prior to insertion. The customer used a new iab to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that upon insertion of an intra-aortic balloon (iab) catheter the iab became unfurled prior to insertion. The customer used a new iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).